Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 42mm mitral annuloplasty band, it was explanted and replaced with an unknown product due to unsuccessful repair. No additional adverse patient effects were reported.